Event description:
Related manufacturer reference number: 2017865-2023-13839. It was reported a patient presented with cross connection of leads. The right ventricular (rv) lead was explanted and replaced during a redo procedure on (B)(6) 2023. During the procedure, the right ventricular (rv) lead would not unscrew from the pacemaker header. The pacemaker was also explanted within the same operation. Post-procedure the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2023-13839. Related manufacturer reference number: 2017865-2023-20688. It was reported a patient presented with cross connection of leads. The right ventricular (rv) lead was explanted and replaced during a redo procedure on (B)(6) 2023. During the procedure, the right ventricular (rv) lead and atrial lead would not unscrew from the pacemaker header, after a few attempts the rv lead was removed but the atrial lead was stuck and left in the device header. The pacemaker was also explanted within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event was unable to removed lead from device. As received, a complete lead was returned in one piece. Dimensional analysis of the connector pin, front seal, connector ring and connector boot were within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Connector pin was inserted in and out of the device with no restrictions noted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.